Event description:
An implantable pulse generator (ipg) system was returned to the manufacturer with information indicating the patient is deceased and died within one year of ipg replacement. The date of death and cause of death have been requested and not received.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant: addrl1 implantable pulse generator (ipg) implanted: (B)(6) 2012; competitor pr52s implantable pacing lead implanted: (B)(6) 2001. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage and visual summary analysis of the lead was performed.